Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient suffered from recurrent dislocation of the joint. Dr. (B)(6) will change the liner and head to a constrained type liner and a new c-taper head. Five-six times has the hip dislocated.